Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on (B)(6) 2023. An investigation was conducted on (B)(6) 2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. The delivery device was returned in the loading device and was observed to be pushed down, with the "2" near the hole on the loading device. The blue slide lock was on and the white plunger was not depressed. The seal was visible in the loading device window and was observed to be partially folded. The state of the device indicated an attempt had been made to load the seal. A mechanical evaluation was conducted. The seal wand tension spring assembly was able to be loaded into the delivery device, however the seal the seal remained in an unfolded state with the tension spring assembly in the delivery tube. The seal was removed from the loading device with no physical difficulties. No cracks or delamination was observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.194 inches, the outer diameter was measured at 0.215 inches. The length of the delivery tube was measured at 2.50 inches ((B)(6)). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and investigation results, the reported failure "activation problem" was not confirmed, however the analyzed failure "fitting problem" was confirmed. The lot # 3000334032 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal wouldn't deploy from the chamber after pressing the button. They followed the sharp steps but the device didn't deploy. There were no patient effects and the only delay was to load another device.